Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited over-sensing detecting atrial tachycardia and atrial fibrillation episodes. No intervention was performed, the physician elected to continue monitoring the patient. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited far p over-sensing detecting atrial tachycardia and atrial fibrillation episodes. No intervention was performed, the physician elected to continue monitoring the patient. The patient was in stable condition.